Manufacturer narrative:
Tcs straight driver was discarded by the hospital. Eval of the device is not possible.

Event description:
Pt scheduled for an anterior cervical discectomy and fusion. During the placement of the c4 bone screw, the screwdriver tip fractured and became retained in the bone screw head. The fractured tip was flush with the bone screw head.